Event description:
It was reported that a patient presented to the emergency room with erosion of their insertable cardiac monitor (icm). The physician elected to explant the icm. The patient condition was stable after the procedure.